Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. The customer did not recall any significant events leading to the alarm. The customer was advised to remove the battery for 30 minutes but customer stated that when reinserting it, the alarm occurred again. Blood glucose value was 198 mg/dl. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent express bolus, esc and act button response due to flattened button dome switch. No button error alarm during testing. Device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.